Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device notification that bluetooth is turned off. No additional patient or event information is available. No data was provided for evaluation. The reported smart device notification that bluetooth is turned off could not be confirmed. A root cause could not be determined.